Manufacturer narrative:
The physician did not feel that the issue caused a clinically significant delay to the procedure, and there were no adverse consequences to the patient. Only one access site was used. The patient was an impatient prior to the procedure, and the patient has now been discharged and is taking regular readings. For these reasons, the event is not reportable.

Event description:
It was reported that during a cardiomems implant, when the delivery catheter was retracted, the sensor was moving with it. The physician attempted floating with a 5 fr swan but was unsuccessful. The physician used a 7 fr swan and advanced to the pa, but the swan was "missing" the sensor and would float under it in the pulmonary arch. The implanting physician called another interventional cardiologist, and after multiple failed attempts to ¿bump¿ the sensor with the inflated swan balloon, the physician decided to use a guideliner, but this attempt was also unsuccessful. An interventional radiologist was then called for assistance, and they used an 8fr destination peripheral guiding sheath (terumo) to float over the cardiomems delivery system, thus successfully ¿bumping¿ the sensor off. Rep then proceeded with sensor calibration. The physician did not feel that the issue caused a clinically significant delay to the procedure, and there were no adverse consequences to the patient. Only one access site was used. The next day (B)(6) 2025), rep called back an thfs noted all 3 readings from implant yesterday have low signal strength and emi. Rep will take follow-up hs readings and potentially recalibrate with the rhc numbers from implant. Rep did recalibrate and the baseline was raised by 17.5 mmhg. Emi was still present at times. Thfs ruled out sideband and then had the patient do a breath hold. The reading appeared physiologic, and the pressure was consistent with earlier readings after recalibration today. The patient was an impatient prior to the procedure, and the patient has now been discharged and is taking regular readings. This is not a reportable event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that during a cardiomems implant, when the delivery catheter was retracted, the senor was moving with it. The physician attempted floating with a 5 fr swan but was unsuccessful. The physician used a 7 fr swan and advanced to the pa, but the swan was "missing" the sensor and would float under it in the pulmonary arch. The implanting physician called another interventional cardiologist, and after multiple failed attempts to ¿bump¿ the sensor with the inflated swan balloon, the physician decided to use a guideliner, but this attempt was also unsuccessful. An interventional radiologist was then called for assistance, and they used an 8fr destination peripheral guiding sheath (terumo) to float over the cardiomems delivery system, thus successfully ¿bumping¿ the sensor off. Rep then proceeded with sensor calibration. The next day (B)(6) 2025), rep called back an thfs noted all 3 readings from implant yesterday have low signal strength and emi. Rep will take follow-up hs readings and potentially recalibrate with the rhc numbers from implant. Rep did recalibrate and the baseline was raised by 17.5 mmhg. Emi was still present at times. Thfs ruled out sideband and then had the patient do a breath hold. The reading appeared physiologic, and the pressure was consistent with earlier readings after recalibration today. Pending further information on potential adverse patient consequences.